Event description:
It was reported that an x-ray was done and it was determined that the pump was flipped. The patient was scheduled for surgery on (B)(6) 2013 to address the flipped pump. The pump was delivering morphine (50mg/ml at 15.5 mg/ day). It was later reported that the patient experience increased pain related to the event. The cause of the flipped pump was unknown. The pump was surgically repositioned. Following the surgery, the patient was doing well and receiving effective therapy.

Event description:
Additional information was received and it was reported that the patient had no pain relief related to the event. The cause for the pump flipping was not known; it was speculated that it may have been because the patient ¿had 2 previous revisions a large pocket¿. The patient was doing ¿good¿ after the revision of the pump.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).